Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 7 inappropriate atp bursts and 5 inappropriate shocks due atrial driven rhythm. Therapy was exhausted. No additional adverse patient effects were reported.